Event description:
The customer reported that the system shut down without command. This resulted in a loss of imagining functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups was evaluated and replaced. The system ws tested and found to be working as intended and returned to service.